Manufacturer narrative:
Follow-up #1: date of submission 9/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: black box review indicates the pump received on (B)(6) 2015 with time and date resetting to default following a power on reset on (B)(6) 2015 @ 07:00. The time/date was manually set following battery replacement to (B)(6) 2015 @ 00:00, restarting the basal segment. Data shows the pump ran an addition 7 hours on (B)(6) 2015; this is confirmed in the tdd and basal history.. The complaint was duplicated during the investigation. The pump was opened; the internal battery shows evidence of leaking and is unable to hold a charge. No malfunctions detected.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 579 mg/dl with extreme thirst. During troubleshooting, customer support found that when the battery is removed, neither the time not date were retained in the pump. Cs determined the time/date issue to be the cause of the excursion. The malfunction is not being reported as the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia related to the user error of not confirming the time/date post battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the time/date were not correctly set.